Event description:
The physician used a wilson-cook howell d.a.s.h. Direct access system for an ercp procedure. The wire guide was advanced through the endoscope and a sphincterotome was advanced over the wire guide. The physician was unable to complete the advancement due to buckling and separation of the wire guide on the distal end. The device was removed from the endoscope and no injury to the patient was reported.